Manufacturer narrative:
Product event summary: the achieve mapping catheter (990063-020 with lot 213888491) was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked and misshaped. Additionally, the introducer was almost removed. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink and misshaped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to advance into the balloon catheter. The mapping catheter was replaced without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.